Event description:
Customer reported air bubbles in the cartridge. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a correction injection via manual daily injection as well as a correction bolus via the pump to address the high blood glucose level. A new cartridge was loaded to address the issue.